Event description:
Pt was undergoing a parotidectomy. During the procedure, the physician indicated that the nerve integrity monitor was not working properly. Physician requested verification that the monitor was connected properly. While doing this, the nerve integrity monitor probe was replaced and the physician reported everything was functioning properly. Following the procedure the physician reported the pt sustained facial paralysis.